Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified popliteal and anterior tibial arteries the balloon leaked at the hub during the attempt to inflate it with an indeflator. There was no issue with the balloon. The same indeflator was used with different devices in the same procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.